Manufacturer narrative:
Analysis of the submitted system controller log files confirmed frequent pi events; however, a direct correlation between the left ventricular assist system (lvas) and the reported events (elevated lactate dehydrogenase (ldh) and suspected pump thrombosis) could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 19:21:09 through (B)(6) 2017 at 00:11:30. 151 total pi events were captured through the duration of the file. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. Overall, power ranged from 4.2-5.6 w, estimated flow ranged from 3.5-6.0 lpm, and average pi was between 2.3 and 7.5. No notable trends in pump parameters were observed and the system appeared to be operating as intended. CT of the chest showed no cannula kinking. The entire clinical picture was ¿consistent with partial obstruction¿, but this could not be proven by imaging. The decision was made to set the pump speed to 9200 rpm to avoid hypovolemia and pi events which may occur at higher speeds. There was no bleeding or hematoma during the study. The patient tolerated the procedure very well and was transferred to the telemetry for monitoring. There were no immediate post cardiac catheterization complications. It was later reported that the patient was stable - ldh had returned to baseline after admission with IV heparin and ivf. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient was admitted into the hospital with signs and symptoms of hemolysis and partial pump obstruction. The patient¿s lactate dehydrogenase (ldh) was elevated at 800 u/l (baseline 200-300 u/l), inr was subtherapeutic at 1.8, and they felt the patient's volume status was dry. The hemoglobin was stable and the urine hemosiderin was negative. The estimated pump flow was lower than baseline but there were no power elevations. The patient was started on a heparin infusion. The anticoagulation regimen prior to the event included aspirin, persantine, and coumadin due to a similar episode 2 years ago. After 24 hours of heparin and rehydration, the patient's inr was greater than 2 and the ldh level decreased. A ramp echocardiogram could not conclusively rule out device thrombosis. The left ventricular size changed minimally and the aortic valve closed with higher pump speeds. The clinicians indicated the event was possible hydration issues; however, a possible obstruction and/or small thrombus was a possibility. No additional information was provided.